Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) tested each suction using a bert head model and each checked out good. The suction instruments were used for a couple cases by now without any issue.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that their instrument was able to verify, but it was intermittently tracking. Technical services (ts) suggested removing all metal from the field. Length of delay was unknown. Impact on patient outcome unknown. It was reported that the issue was related to the patient's positioning on the flat emitter. They were able to successfully register all instruments in a case later in the week and reported that there were no other issues at this time. This issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome. It was reported that the patient was low on the flat emitter, so all the instruments worked with the exception of the frazier and 70-degree suction, which flickered due to it being near the edge of the emitter.